Event description:
The subject pacemaker as implanted on (B)(6) 2021 with normal electrical parameters. The patient was discharged with an ECG showing atrial sensing and ventricular pacing. The heart rate that was previously 37 bpm was now 85 bpm with the pacemaker functioning in vdd mode. The patient was admitted back on (B)(6) 2021 with ventricular capture failure, and a heart rate of 37 bpm. Regular atrial capture was observed. The ventricular pacing voltage as increased and the mode was changed to vvi, but there was still no ventricular capture. A reintervention was performed. The ventricular lead was repositioned, and normal electrical measurements were obtained. After connection to the pacemaker, no capture was observed. The lead was repositioned several time, still without capture after connection to the pacemaker. The pacemaker was then replaced, and ventricular capture was then observed.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject pacemaker as implanted on (B)(6) 2021 with normal electrical parameters. The patient was discharged with an ECG showing atrial sensing and ventricular pacing. The heart rate that was previously 37 bpm was now 85 bpm with the pacemaker functioning in vdd mode. The patient was admitted back on (B)(6) 2021 with ventricular capture failure, and a heart rate of 37 bpm. Regular atrial capture was observed. The ventricular pacing voltage as increased and the mode was changed to vvi, but there was still no ventricular capture. A reintervention was performed. The ventricular lead was repositioned, and normal electrical measurements were obtained. After connection to the pacemaker, no capture was observed. The lead was repositioned several time, still without capture after connection to the pacemaker. The pacemaker was then replaced, and ventricular capture was then observed.